Event description:
Analysis was completed on the explanted generator. The reported ifi-yes condition was duplicated. A battery life calculation resulted in 0 years remaining before the near-end-of-service (neos) flag would be set to a neos=yes condition. The pulse generator, one-inch (spacer block) from the programming wand, interrogated at all multiple orientations adjacent to the programming wand. There were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes dated (B)(6) 2014 reported that the patient was having increased seizure activity and had six ER visits within the last year. It was noted that the patient was usually transported from the bar after social drinking. The patient has pseudo-seizures and generalized tonic-clonic seizures, and she does have a history of missed medication dosages. The patient misses approximately two to three seizure doses per week. The physician notes that vns has not clearly improved the seizure control but the patient¿s control of depression has improved with vns (better than seizure control) in the medical professional¿s opinion. The patient has significant manic depression with schizoaffective symptoms (auditory hallucinations - psychosis) with a medical history of suicidal attempt. The physician¿s assessment in the notes was that the ¿malfunctioning vns¿ may be the reason why the patient was experiencing recurrent depression with psychosis. It was later indicated that the patient¿s device was unable to be interrogated. The patient¿s device was rechecked, and the device was able to be communicated with. The battery status was ifi=yes. Surgical intervention is likely but has not occurred to date. Good faith attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported the incorrect age. Date of event, corrected data: the initial report inadvertently reported the incorrect date of event.

Event description:
The patient had generator replacement surgery on (B)(6) 2015 due to battery depletion. The product was received for analysis; however, analysis has not been completed to date.